Manufacturer narrative:
This report is submitted on october 25, 2021.

Manufacturer narrative:
This report is submitted on sept 29, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to incorrect placement of electrode and poor device performance. The patient was reimplanted with another cochlear device during the same surgery.